Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under delivery was noticed. It was reported that the IV bag was half full despite the pump delivering all three doses. No patient injury reported.